Event description:
It was reported that carryover was observed in patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? Carryover between patient samples. Please describe any additional details: go to patient samples checklist. Spoke with customer and she told me they are having issues with carryover between samples when using the manual mode. That is why they placed call. System will not be used until serviced. System is having carryover issues.

Manufacturer narrative:
D4: unique identification number: (B)(4). H3. Investigation summary: based on the investigation results, the reported issue regarding carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the potential cause for the carryover was partially clogged sample line and poor sit flush aspiration. The customer reported an issue regarding their system having carryover issues. They noted that the carryover only happens when running manually with tubes. The field service representative (fsr) performed a service visit. They replaced the sample line and flushed out the valve v8 pinch valve tubing using bleach solution. They performed a series of calibration and alignment to verify functionality. After the works performed, the instrument was tested and was confirmed to be functioning as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1.: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that carryover was observed in patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: were patient samples contaminated or was their carryover (cross-contamination/mixing) between patient samples? Carryover between patient samples please describe any additional details: go to patient samples checklist spoke with customer and she told me they are having issues with carryover between samples when using the manual mode. That is why they placed call. System will not be used until serviced. System is having carryover issues.